Manufacturer narrative:
The device was not returned. The issue was discussed with the staff and the bw-400b brush will be used going forward with the new bf-uc190f. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bw-400b cleaning brush was not used for brushing the balloon channel, while using the us-scope / us-probe. There was no patient harm associated with the event.

Event description:
The customer reports, the event was found at reprocessing.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 13 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use, which state: evis exera ii ultrasonic bronchofibervideoscope, olympus, bf type uc180f. Chapter 7.: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.